Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the inner coil lumen and an external insulation abrasion breaching the right ventricle coil lumen due to friction to the device can located at the proximal region of the lead.

Event description:
This report is to advise of an event observed during analysis.